Event description:
Per the clinic, the patient experienced poor magnet retention and pain at the implant site, leading to device non-use. Subsequently, the internal magnet was explanted on (B)(6) 2023.